Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated that due to the inaccurate readings he was treated in the intensive care unit (ICU) [presumed to be admitted] was diagnosed with diabetic ketoacidosis, and that his blood glucose level would not come down. At an unknown time during the event, the cgm was reading 243 mg/dl and the blood glucose reading was 394 mg/dl. The patient said he had no other symptoms and that he was given intravenous treatment with fluids and insulin. It could not be confirmed when the patient was discharged but at the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.